Event description:
It was reported to philips that the system failed to emit x-rays. The patient was moved to another system to complete the procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing diagnosis. The procedure was completed by moving patient to another room. It was reported that the system unable to perform x-rays. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system failed to emit x-rays. Fse replaced the rotor controller. After the replacement of rotor controller, the system was returned to use in good working. The codes were updated based on the investigation outcome.